Manufacturer narrative:
Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that post a stenting treatment procedure, stent thrombosis occurred. The patient presented with timi 1 flow and a 2.25x16mm taxus liberte atom stent was successfully implanted in the mid left anterior descending artery (lad). Reopro was given to the patient during the procedure and the patient was put on plavix at discharge. Nine months later, the patient presented with substernal chest pain. It was noted that the patient had not taken their antiplatelet medication for three days. Angiography was performed and thrombosis was discovered in the previously placed stent. Thrombectomy was performed and a 2.75mm nc quantum apex balloon was inflated in the lesion as the physician thought that the stent may have been under-sized. The procedure was successfully completed at this point with no additional patient complications reported. The patient's current condition is okay.